Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a blank display. Troubleshooting was performed, but the issue was not resolved. The insulin pump was out of warranty and the customer didn't have insurance. Gave the customer information for his options. Nothing further was reported.